Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032673) on (B)(6) 2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation"), device dislocation ("migration") and genital haemorrhage ("uncontrollable bleeding / irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 3 (date of birth (B)(6) 2006, (B)(6) 2010 and (B)(6) 2011). Previously administered products included for heavy menstrual cycles: depo provera from 2010 to (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in both legs"), back pain ("chronic back pain"), abdominal distension ("extreme bloating"), headache ("headaches") and dyspareunia ("painful intercourse / painful sexual intercourse"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), mental disorder ("essure caused or aggravated psychiatric psychological condition"), vulvovaginal pain ("vaginal pain") and treatment noncompliance ("did not undergo an essure confirmation test"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), mental disorder ("essure caused or aggravated psychiatric psychological condition"), vulvovaginal pain ("vaginal pain") and treatment noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (salpingectomy to remove essure on (B)(6) 2014and hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, paraesthesia, back pain, abdominal distension, headache, dyspareunia, fatigue, abdominal pain upper, mental disorder and vulvovaginal pain had not resolved and the treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, paraesthesia, treatment noncompliance, uterine perforation and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received ¿ case upgraded as incident. New events ¿perforation uterus, migration, fatigue, aching, aching / throbbing pain, stomach pain, essure caused or aggravated psychiatric psychological condition, vaginal pain and did not undergo an essure confirmation test¿ were added. Outcome of the events added as not recovered. Product implant date was updated. Surgical treatment was added. Historical conditions were added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.